Manufacturer narrative:
.

Event description:
Reportedly, during a follow-up, the recommended replacement time (rrt) was less than 3 months and the battery impedance was at 5.99 kohm. At penultimate follow-up (9 months before), the rrt was 17 months with a battery impedance of 2.73 kohm. The physician decided to explant the device (scheduled on (B)(6) 2016). The subject pacemaker was not returned for analysis.

Event description:
Reportedly, during a follow-up, the recommended replacement time (rrt) was less than 3 months and the battery impedance was at 5.99 kohm. At penultimate follow-up (9 months before), the rrt was 17 months with a battery impedance of 2.73 kohm. The physician decided to explant the device (scheduled on (B)(6) 2016). The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during a follow-up, the recommended replacement time (rrt) was less than 3 months and the battery impedance was at 5.99 kohm. At penultimate follow-up (9 months before), the rrt was 17 months with a battery impedance of 2.73 kohm. The physician decided to explant the device (scheduled on (B)(6) 2016). The subject pacemaker was not returned for analysis.